Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and suture was used. During the procedure, it was reported that the needle became bent at the center. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
The actual sample was returned for analysis. The used needle was visually inspected. It was observed that the needle was broken and was not observed needle bending. A fracture was observed near the suture attachment of the needle. The needle exhibited amounts of intergranular failure. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.